Event description:
This case was initially received via regulatory authority ansm (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no allergy tests before essure insertion. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), depression ("depression"), myalgia ("muscular pains"), joint crepitation ("crackling joints"), asthma ("asthma"), dyspnoea ("breathlessness"), nausea ("nauseas"), amnesia ("loss of memory") and confusional state ("mental confusion"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, fatigue, depression, myalgia, joint crepitation, asthma, dyspnoea, nausea, amnesia and confusional state outcome was unknown. The reporter provided no causality assessment for allergy to metals, amnesia, asthma, confusional state, depression, dyspnoea, fatigue, joint crepitation, myalgia and nausea with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 05-dec-2017 for the following meddra pt: allergy to metals: n° 342 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.